Event description:
A customer reported a cartridge alarm, resulting in a high blood glucose reading. Specific glucose values were unknown but displayed as "high." The customer administered a correction bolus via the pump and did not need additional third-party assistance. Customer service assisted the caller in loading a new cartridge and confirmed the successful resumption of insulin therapy, resolving the issue.